Event description:
A peritoneal dialysis (pd) patient reported two cassettes were leaking cassette during treatments. Upon follow-up, the patient stated they discovered a fluid leak in the pump module area of the cycler when initially starting their pd treatment. The patient reported that the cycler had prompted with balloon valve leak alarms during fill 1 of treatment and prior to the fluid leak, and after cancelling treatment fluid was found in the cassette area. It is unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The patient re-setup with new supplies and set from the same lot number but from a different box. The patient stated they experienced the same cycler alarms during fill 1 of treatment and noted a second fluid leak from the cassette area after treatment was cancelled. The patient contacted the on-call nurse, who advised for the patient to re-setup with all new supplies and to use a cycler set from a different box and lot number. The patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to re-setup with new supplies and completed treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has since received a new cycler and has continued use of the cycler without further issue. The cycler sets used by the patient were discarded and are not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported two cassettes were leaking cassette during treatments. Upon follow-up, the patient stated they discovered a fluid leak in the pump module area of the cycler when initially starting their pd treatment. The patient reported that the cycler had prompted with balloon valve leak alarms during fill 1 of treatment and prior to the fluid leak, and after cancelling treatment fluid was found in the cassette area. It is unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The patient re-setup with new supplies and set from the same lot number but from a different box. The patient stated they experienced the same cycler alarms during fill 1 of treatment and noted a second fluid leak from the cassette area after treatment was cancelled. The patient contacted the on-call nurse, who advised for the patient to re-setup with all new supplies and to use a cycler set from a different box and lot number. The patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to re-setup with new supplies and completed treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has since received a new cycler and has continued use of the cycler without further issue. The cycler sets used by the patient were discarded and are not available for return for physical evaluation by the manufacturer.